Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss to the ilet while blood glucose levels remained unaffected. No adverse clinical symptoms reported. Outcomes included temporary interruption of cgm data to the ilet and user concern regarding dosing continuity. User support included guided troubleshooting and education, including toggling settings, restarting the ilet, and instructing the user to allow time for the sensor to re-pair. Investigation of this case revealed that the issue was isolated to communication between the cgm and the ilet, consistent with intermittent bluetooth signal loss without evidence of a device hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity issue resolvable through standard reconnection steps.